Manufacturer narrative:
The patient is currently anticoagulated (xarelto®). Two weeks after discovery, the dvt was entirely resolved. She is reported as doing very well and will see dr. (B)(6) again after completion of anticoagulation in (B)(6) 2017.

Event description:
Dr. (B)(6) reported post-op, a left popliteal dvt in a (B)(6)-old female after a treatment of the proximal left calf gsv (below knee) where clarivein® was used to deliver sotradecol liquid. The device did not malfunction.